Manufacturer narrative:
The distributor performed a checkout of the equipment and a review of the logs. The distributor recommended replacement of the cable to display unit system signal interface and the cable to display unit system power interface. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated system malfunction on the screen. There was no report of patient involvement.